Event description:
A percutaneous tray pack was opened. Inside the pack, there were 7 small sponges when there should have only been 5. The small sponges were removed from the field and placed in a bag with the packaging label for the pack and given to the charge nurse.